Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was due to coronary artery disease and ischemic cardiomyopathy. No further information is available at this time.

Manufacturer narrative:
Correction: upon review, the analysis for the lead should not have been submitted as a medical device report (MDR) as this has been submitted in the initial MDR 2017865-2017-07661.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.